Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/30/2019. Device evaluation summary: a labeled winding former, a needle/suture in two sections of product code z496 were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The suture pieces were examined and present body fluids and the ends were noted cut that appears to be by the use of a surgical instrument. In addition, a functional test was performed on the sample and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch per the sample condition of the sample received, the assignable cause of the performance breakage suture suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ob gyn procedure on an unknown date and a suture was used. During surgery, the suture was broken easily during dermostitch, although the surgeon¿s way of suturing was as usual. There were no adverse patient consequences reported. No additional information was provided.